Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "numbers on my remote are dashed out." It is unclear if the alleged issue refers to the display, buttons or something else. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.